Event description:
The customer reported that the fluoro beam does not meet the 3% - 4% beam limitation criteria in mag1 and mag2 modes. There has been no patient injury.

Manufacturer narrative:
(B) (4). The ge service rep found the difference between the viewable image size on monitor and the actual x-ray film size to be 25mm vice <= 12mm in mag1 and 24 mm vice <= in mag2. He performed a collimator calibration procedure. The difference between viewable image size and x-ray film size is now 5mm in mag1 and 3mm in mag2. The system now meets the 3% - 4% beam limitation criteria in all modes.